Manufacturer narrative:
(B)(4). Additional concomitant medical products: pn 00630506036 ¿ liner ¿ ln 61011151; pn 00801803602 ¿ femoral head ¿ ln 61092922. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital has discarded the device. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2018 -04854.

Event description:
It was reported that patient underwent right hip revision approximately 9 years post implantation due to pain and elevated metal ion levels. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported that patient underwent a right hip revision approximately 9 years post implantation due to pain and elevated metal ion levels. During the procedure, fluid collection was noted around the greater trochanter along with corrosion around the junction between the femoral head and neck and on the stem neck junction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11: 00801803602 ¿ cocr head ¿ 61092922; 00771301200 ¿ m/l taper stem ¿ 60872616; 00630506036 ¿ xlpe liner ¿ 61011151; 00620206022 ¿ shell ¿ 60961740; 00625006530 ¿ bone screw ¿ 61089063; 00625006530 ¿ bone screw ¿ 61092799. Reported event was confirmed by review of medical records not patient experiencing chronic hip pain, elevated cobalt levels and fluid collection around the greater trochanter noted on an MRI. Significant inflammation of the bursa, consistent with bursitis was also noted. Abundant granular type grayish black debris throughout the intracapsular region and corrosion noted around the junction between the femoral head and neck with small amount of black material seen at the very edge of the junction. Additional information does not change the outcome of the previous investigation. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2020-00251 and 0001822565-2020-01639. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: reported event was confirmed by review of operative notes and photos of devices. An image of the head shows a dark mark on the bottom edge of the head, dark debris was observed inside the taper of the head as well. Dark greyish tissue was presented besides the head. Dark debris was identified on the neck and in areas of the neck/stem/head junctions. Image of the liner shows some damage along the rim. Review of operative notes states that an MRI confirms fluid/bursitis along the greater trochanter with mild/moderate tendinosis of the right gluteus medius. Lab tests confirm elevated co and cr levels. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.